Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) tachy lead was exhibiting high impedance, oversensing and short interval counts (sic) due to possible fracture. The lead was reprogrammed and the pacing portion of the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.